Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (doc-0101337). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that the surgeon attempted to treat the 33mm 7300tfx mitral valve with a 29mm 9755rsl transcatheter valve after an implant duration of 5 years, 8 months. The tmvr procedure was aborted because the surgeon was unable to predict the difficulty of puncturing septum via CT. The transcatheter valve was not used on the patient and was discarded.